Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. Visually the edges of the burst are ragged and there is significant wall thinning in the area that burst. The contamination guard was cut off and visually there are two sharp kinks in the device shaft. One kink is right after the proximal strain relief and the other 6" from the proximal strain relief. Water was introduced through the infusion and pressure lumens and the water flows from where it should with no defects detected. These devices are visually and functionally tested 100% prior to packaging.

Event description:
Anchor broke during insertion. The surgeon was successful in removing all the pieces and used an alternative anchor to successfully complete the surgery.

Event description:
Balloon rupture during procedure.